Manufacturer narrative:
The event date is unknown. Concomitant medical products: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing a shocking sensation at the left implantable neurostimulator (ins) chest pocket. During surgery, the physician replaced the ins for a percept, but the patient still had abnormal impedances on the left side contact #3. They performed intra-op impedance test using alligator clips and identified that the #3 contact on the left lead was causing the impedances. There will be post-op follow up to see if changing the ins helped to resolve the "shocking" sensation at the ins site. It is unknown if the issue resolved. Refer to manufacturer report 3004209178-2021-08954 for related device.